Event description:
It was reported that 80 bd¿ threaded lock cannulas had poor packaging perforation. The following information was provided by the initial reporter, translated from (B)(6): "defective sealing." Via bdj investigation: "the sealing of many packages was entirely crimped".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 bd¿ threaded lock cannulas had poor packaging perforation. The following information was provided by the initial reporter, translated from japanese: "defective sealing." Via bdj investigation: "the sealing of many packages was entirely crimped"

Manufacturer narrative:
H6: investigation summary one carton box containing 92 sealed packages and five photos of thread-lock cannula (p/n 303369) were received and evaluated. Seventy five of the samples had a light seal at the top of the peel tab effecting ease of use for opening the peel tab. The condition observed is non-conforming per product specification. Potential root cause for the clean peel defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1082816 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.